Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps would not grasp the tissue correctly. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported failure. Per failure analysis (fa): the instrument was found to have a severely bent grip, causing side to side misalignment of the grips. There was a .106¿ offset at the tips. Failure analysis also found an additional finding not related to the reported issue and not reported by the site: the instrument was found to have indentations on the yaw pulley. No material appears to be missing.